Event description:
It was reported that the pt's pump was flipped. This determination was confirmed through "imaging." It was suggested that there were pump implant technique issues. All of the sutures were not attached to tissue, only to the pump. A revision was performed. The existing pump was anchored with a mesh pouch and a sutureless catheter (sc) connector was added onto the existing catheter, which appeared damaged from the pump being flipped in the pocket. The revision was successful. It was also stated that the pt lost (B)(6) since (B)(6) 2009. No information was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested, but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).